Event description:
The customer reported that they were using cidex plus for high-level disinfection of devices and some of them use polycarbonate in the materials. The process has been working for a while and then lately, the customer has seen some cracking occurring in the devices, particularly in the welded area of the polycarbonate. After reading the "material compatibility" on the asp website, the customer say that this could occur. It was also reported that sometimes, customer allow the devices to immerse in the cidex plus solution for up to 3 hours. Asp customer care has advised the customer to review cidex plus instructions for use. The customer reported that they did not use the defective medical instruments on any pt and no injuries were reported.